Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported observing a single spark emitting from the reagent 2 (r2) flush pump sensor on the dimension exl with lm instrument when sample probe cleaner dripped onto the sensor. The customer shut down the instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument and determined that the sample probe cleaner was actually dripping onto the reagent 1 (r1) metering pump home sensor as opposed to the r2 flush pump sensor that was initially reported. The cse replaced the r1 metering pump home sensor, fixed the leak, and ran a system check and quality control (qc), which recovered acceptably. Siemens evaluated the event and concluded that the sample probe cleaner dripping onto the r1 metering pump home sensor potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reportedly observed a single spark emitting from the reagent 2 (r2) flush pump sensor on the dimension exl with lm instrument when sample probe cleaner dripped onto the sensor. Consequently, the customer shut down the instrument. There are no known reports of visible flames, smoke, nor adverse health consequences due to the event.